Event description:
It was reported that the locking mechanism does not lock on the zimmer skin graft mesher. Additional clinical follow up with the hospital indicate that the problem was noted during cs processing. It appeared as if the device had been dropped or somehow damaged but no information was available. There was no patient involvement and others are available for use on any scheduled case set-ups.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 11 years old and was last returned to the manufacturer for repair on (B)(4) 2010. Investigation of the device determined the side plates were bent where the slide pins go into the device. This damage made the slide pins unable to slide into the test mesh and re-repair calibration check could not be performed due to damage of the comb. The side plates, sliding pins, comb, roller, top hinges and ball detents were all replaced. No cutters were returned for evaluation with this unit. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. The device was serviced and returned to the customer.